Event description:
This report is being filed after the subsequent review fo the following journal article, "retained broken implants in the craniomaxillofacial skeleton" (2014). Nallathamby, v., lee, h., lin, y.y., lim, j., ong, w.c., & lim, t. (2014). Retained broken implants in the craniomaxillofacial skeleton. Craniomaxillofacial reconstruction, 7(2), 154-157. A case report was done at a level 1 trauma hospital. Depuy synthes products were used in the case study. A (B)(6) male was implanted with the screw in which the head broke off, the neck of screw remained implanted. This report is 1 of 6 for (B)(4). This report is for an unknown screw. A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
Device is used for treatment not diagnosis. This report is for an unknown screw/unknown lot/unknown quantity. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.